Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Lead information added, other: it was reported that the patient received one inappropriate shock, due to oversensing. The right ventricular pacing impedance increased to greater than 3000 ohms. The pace/sense portion of the high voltage lead was capped, and a new pace/sense lead was implanted in the right ventricle. Additional information reported that the ICD was also explanted, as it could not be determined whether the lead or ICD was at fault. A medwatch 3500a was subsequently received and reported that the lead and device did not appear to be capturing high ventricular output. No further patient complications have been reported as a result of this event. No conclusion can be drawn, capture, failure to, impedance, high, oversensing; device remains activated, shock, inappropriate.

Event description:
It was reported that the patient received one inappropriate shock, due to oversensing. The right ventricular pacing impedance increased to greater than 3000 ohms. The pace/sense portion of the high voltage lead was capped, and a new pace/sense lead was implanted in the right ventricle. Additional information reported that the ICD was also explanted, as it could not be determined whether the lead or ICD was at fault. A medwatch 3500a was subsequently received and reported that the lead and device did not appear to be capturing high ventricular output. No further patient complications have been reported as a result of this event.